Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device:uterine myometrium") and genital haemorrhage ("abnormal bleeding (general") in an adult female patient who had essure (batch no. 710398) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes, leakage"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping/pain"), tooth loss ("dental problems I've lost 4 teeth and 2 are lose now"), dysmenorrhoea ("dysmenorrhea (cramping)/pain I feel like I am constantly cramping and when my cycle happens its double the pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant and tubal ligation) and surgery (laparoscopy with biopsy of lesion). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, genital haemorrhage and abdominal pain lower outcome was unknown and the pelvic pain, urinary incontinence, tooth loss, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, pelvic pain, tooth loss, urinary incontinence, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded), most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Plaintiff demographics added. Essure lot number and new event abnormal bleeding (general), bladder or urinary problems or changes: leakage, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain, vaginal discharge, fatigue, weight gain, hair loss were added. Previously reported event migration of implant updated to migration of essure device location of device: uterine myometrium incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device:uterine myometrium") and genital haemorrhage ("abnormal bleeding (general") in an adult female patient who had essure (batch no. 710398) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes, leakage"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping/pain"), tooth loss ("dental problems I've lost 4 teeth and 2 are lose now"), dysmenorrhoea ("dysmenorrhea (cramping)/pain I feel like I am constantly cramping and when my cycle happens its double the pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant and tubal ligation) and surgery (laparoscopy with biopsy of lesion). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, genital haemorrhage and abdominal pain lower outcome was unknown and the pelvic pain, urinary incontinence, tooth loss, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, pelvic pain, tooth loss, urinary incontinence, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded), quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping/pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and device dislocation to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.